Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator would not power on/off. The device was not in clinical use. There was no harm or other patient/user impact reported. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme). The bme reported the power management (pm) printed circuit board assembly (pcba), motor control (mc) printed circuit board assembly (pcba), central processing unit (cpu) printed circuit board assembly (pcba), and power overlay switch had been exchanged for known working components during problem isolation diagnosis process, but the problem intermittently persisted. The rse advised the bme to test a known user interface (ui) assembly to troubleshoot further. If issue resolves, replaced the ui assembly. Investigation ongoing.

Manufacturer narrative:
H10: the bme reported the device was repaired by replacing the ui assembly as recommended. The bme upgraded to 2nd generation ui by replacing the following parts: liquid crystal display (lcd) assembly, lcd cable, ui pcba to lcd cable, ui pcba, lcd tray. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.